Event description:
Additional information was received that a transesophageal echocardiogram (tee) was performed which revealed severe aortic regurgitation in the setting of a preserved ejection fraction. Trace mitral regurgitation was also observed. Additionally, trace pericardial effusion was present with no evidence of cardiac tamponade. The patient had a left and right catheterization which demonstrated mildly elevated filling pressures, and mild pulmonary hypertension. A CT surgery evaluation was performed which deemed the patient to be high-risk for a surgical valve replacement; therefore, it was decided to continue medical management and to reassess the patient¿s condition at a later date.

Manufacturer narrative:
Image review: no dicom imaging was available for evaluation; only the imaging services report and a single CT video clip scrolling through the aortic root with the valve were provided. The patient has a 34 mm valve implanted. The implant depth measures approximately 4.4 mm below the right coronary cusp (rcc) and 5.6 mm below the left coronary cusp (lcc). There is a possible finding of halt (hypo-attenuated leaflet thickening), plaque, or thrombus within the transcatheter aortic valve (tav) frame. Assessment for a flail leaflet could not be performed due to the absence of a motion video clip to visualize leaflet movement. Updated data: b5. B6. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of a transcatheter valve, the patient experienced two episodes of syncope and dyspnea. Subsequently, evidence of severe aortic regurgitation secondary to flail leaflet was observed. A computed tomography (CT) scan was performed that also revealed possible thrombus/pannus formation inside of the valve frame.